Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported bilateral ruptures. Device remains implanted. This record is for the left side.

Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the identified photos: crease flat and device patch with lot number 2854106. Apparently, the device is not rupture.